Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "ruptured." Device remains implanted.

Manufacturer narrative:
Photo analysis: the patch information is not visible in the photo. Visual analysis of the photographs identified: red particles on the surface shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. The event of capsular contracture, baker grade: iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additionally, healthcare professional also reported "capsular contracture" baker grade iii. Device has been explanted.